Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue was likely due to physical stress being applied to the insertion site during user handling/mishandling. Additionally, a definitive root cause of the observed scraped biopsy port could not be determined, however, the issue was likely the result of physical stress applied to the biopsy port during device handling/mishandling by the user. The event can be detected/prevented by following the instructions for use (IFU) which states: important information ¿ please read before use. Warnings and cautions: caution. Turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Precaution for disappeared or frozen endoscopic image; warning. Follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.6 inspection of the endoscopic system. Inspection of the endoscopic image. 3. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting: if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connecting tube had coating peeling and the forceps channel port was shaved. Additionally, water tightness was lost due to a pinhole on the bending section cover, there was no electrical continuity due to damage on the distal end, the distal end had a crack, the adhesive on the bending section cover was detached, due to wear of angle wire, the bending section could not be bent in the up direction at all, due to the wear of the angle wire, the bending angle in the down direction did not meet the standard value, due to a dent on channel tube, the forceps could not be inserted smoothly, the image guide protector had a scratch, the image guide protector had a discoloration, the connecting tube had a scratch, the grip had a dent, the grip had a scratch, the control unit had a scratch, the scope cover had a scratch, the indication on up down plate was peeled, the protector of the universal cord on the control section side had a scratch, the universal cord had a scratch, the universal cord had a wrinkle, the scope connector had a scratch, the electrical connector had a corrosion, the light guide cover glass had a dent, the bending tube was deformed, the scope connector had corrosion, and the angulation lever had a scratch. The scope had foreign objects due to complete reprocessing was not completed by the customer and the device was returned incompletely reprocessed. The bending section cover had foreign objects, the connecting tube had foreign objects, and the up down plate had foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii bronchovideoscope¿s angles were reduced in all directions. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube¿s coating was peeling and the forceps channel port was shaved. The procedure was completed with a similar device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.